Manufacturer narrative:
A tear was found in the unexposed portion of the soft cannula. A leak test was performed and fluid was able to exit the tear in the soft cannula. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring.  This is mitigated by extensive in-line and final product quality testing.  All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements.  No further action or investigation is warranted at this time.

Event description:
A tear was found in the unexposed portion of the soft cannula. A leak test was performed and fluid was able to exit the tear in the soft cannula.